Event description:
A medtronic representative reported during a case the surgeon couldn't verify the probe. After removing one sphere geometry error dropped down and the surgeon verified the probe. Troubleshooting after surgery revealed that the spheres were probably dirty. Changing them to the new ones solved the issue. While navigating with original spheres during case, the surgeon noticed inaccuracy during navigation on polestar images. Navigation on the last polestar scan done on the skin and bone landmarks seemed to be accurate. After completion of the surgery, heart massage was required. The surgeon stated resuscitation went well, breathing and blood circulation returned. The pt died on friday (B)(6) 2011 from right ventricle severe insufficiency, death not related to medtronic product.

Manufacturer narrative:
Software findings still under investigation. Medtronic representative took polestar log files for further troubleshooting.